Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery as after the insertion of the lens, the doctor noticed a tear in posterior capsule. An incision enlargement was required and a suture used. There was no patient injury reported and another lens was implanted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.